Event description:
The customer alleged that no alarm was heard when a unrestrained pt extubated himself. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device in the presence of the hosp risk mgr and hosp biomed. They could not duplicate the alleged event. The unit passed extended self testing and performance verification testing. No parts were replaced. It is not verified that the ventilator or ventilator alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.